Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that they did not know what the cause of the high impedance was. There were no specific issues with the lead that they could see. The lead was checked and impedance check was done by the rep on (B)(4) 2017. There were no further complications reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 3889-28. Lot# va1f8px. Implanted: (B)(6) 2017. Product type: lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative (rep). Rep reported that the replacement lead had issues. On (B)(6), the rep met with patient to change program and found impedance greater than 4000 on all lead combination except for case that was programmed. Rep stated all case programs were ok and patient was to try programs to see if they would provide therapy relief. Rep spoke with patient on (B)(6) and they provided that no programs were working. Patient indicated that their fecal incontinence came back. Patient was going to see another healthcare provider (hcp) for next steps. The indication for use for this patient was gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.